Manufacturer narrative:
Product analysis: analysis was able to confirm the comment that there was a display issue. The display was observed to be vague. It was also noted that the stylus was not responding on the touchscreen. The cord bay was cracked. The cooling fan was noisy. The lower bullets were broken. The paper tray was nearly empty. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer which returned into service subsequently tested out of specification during manufacturer analysis. There was no patient involvement.